Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. Additionally, this lead exhibited noise, impedance greater than 3000 and loss of capture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.